Event description:
It was reported that a health care professional (hcp) called in for a review of an electrogram (egm) as the patient with this cardiac resynchronization therapy defibrillator (crt-d) is experiencing chest pain. Boston scientific technical services (ts) found that the left ventricular (lv) lead is oversensing the right ventricular (rv) pacing causing lv pacing inhibition. Ts recommended programming options. At this time, this crt-d remains in service. No adverse patient effects were reported.